Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the reported issue occurred due to rusted electrical part. After cleaning the electrical part, the image returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the subject device had a blackout. The issue was found during service / maintenance. There were no reports of patient involvement.